Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) of 38 mg/dl. Reportedly, control iq software delivered an automatic bolus causing low bg. A system check was performed and pump was found to be operating as intended. Customer consumed carbohydrates and turned of control iq software to treat low bg.